Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The blood glucose reading was 275mg/dl, and she has treated with the insulin pump. The customer stated that she was not receiving insulin and her glucose level went up to 350mg/dl, but she treated with a manual injection. It was stated that the customer did not receive the insulin due to the low reservoir and then the error alarm upon changing the site. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose support disk. However, the displacement test was performed and the test passed. Further testing could not be performed due to the prime anomaly.